Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after 2 hours of laparoscopy, the balloon of the device exploded inside the cavity of the patient. The device was carefully inspected for any missing pieces. Although a piece of latex was missing it was then retrieved inside the patient. The device was replaced by a new one to end the surgery.